Manufacturer narrative:
Returned product consisted of an incomplete maverick 2 mr balloon catheter. An additional unknown balloon segment was returned with the device. Photo media analyzed shows multiple devices. Of the devices, not one was identified to a batch number and it cannot be confirmed to which device the complaint is tied to. However, the damages to the device found in analysis does align with some media provided. The unknown balloon segment returned with the device is also found in the photo media provided. However, it cannot be confirmed if it is a boston scientific product as there is no indication of a batch or lot number present in the media provided. The device was visually and microscopically examined. There was contrast present in the manifold and inflation lumen. There were multiple shaft kinks and flatten shaft spots of the device. At 138.8-139.1cm from the strain relief, the inflation lumen was buckled. There was blood present in the guidewire lumen. From the rapid port exchange (exit notch), for a total length of 20.2cm, the inflation lumen and guidewire lumen were stretched. At this point the guidewire lumen was also separated. At the proximal waist of the balloon, there was a longitudinal tear 8mm in length. The full length of the returned balloon was 8mm as the distal portion was not returned. The device was returned incomplete as the distal portion of the guidewire lumen, marker bands, distal portion of the balloon, and the tip were not returned. It was clarified that the missing components to the device were retrieved but then disposed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in severely tortuous and moderately calcified mid left anterior descending artery (lad). A 2.5x20 maverick balloon catheter was advanced for dilatation. However, during introduction, it had difficulty crossing the lesion and was stuck. During removal, the balloon shaft broke. Thinking that only the tip of the device was cut off, the physician advanced another 2.5x20 maverick balloon catheter to remove the remaining part. This second 2.5x20mm maverick balloon ruptured. Two wires had been placed for backup but when the balloon was expanded it was thought to have ruptured while being pressed by one of the wires. The physician checked the patient condition by angiography but could not clearly see because the location was overlaid with the blood filled guiding catheter. The physician completed the procedure after vessel apposition with a stent. On the following day, the patient felt pain. Echocardiography revealed that the tri-layer inner shaft and bumper tip remained inside the patient. The remaining fragments were removed by snare. No further complications were reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in severely tortuous and moderately calcified mid left anterior descending artery (lad). A 2.5x20 maverick balloon catheter was advanced for dilatation. However, during introduction, it had difficulty crossing the lesion and was stuck. During removal, the balloon shaft broke. Thinking that only the tip of the device was cut off, the physician advanced another 2.5x20 maverick balloon catheter to remove the remaining part. This second 2.5x20mm maverick balloon ruptured. Two wires had been placed for backup but when the balloon was expanded it was thought to have ruptured while being pressed by one of the wires. The physician checked the patient condition by angiography but could not clearly see because the location was overlaid with the blood filled guiding catheter. The physician completed the procedure after vessel apposition with a stent. On the following day, the patient felt pain. Echocardiography revealed that the tri-layer inner shaft and bumper tip remained inside the patient. The remaining fragments were removed by snare. No further complications were reported and the patient condition was stable.